Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot#: va1wwzw, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3888-45, serial/lot #: (B)(4), ubd: 12-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lower right lead caused oor without providing therapy. Rep ran an impedance check and all of the electrodes on the lower right lead are >20k. Rep was unable to program that lead effectively without triggering oor. Attempted reprogramming, issue not resolved at this time. Additional information received. Rep reported to fully resolve issue surgical intervention is required if patient decides it's worthwhile.